Event description:
Reportedly, fired the instrument to colon outside the patient cavity. A surgeon checked the anastomosed area and returned it back to the cavity, then closed the small incision. The tissue specimens were completed. About 20 to 30 minutes after that, bleeding from anus was confirmed (less than 200 cc). A reop was performed and the tissue was re-anastomosed. The surgeon does not consider that the bleeding had been caused by the ceea instrument, but he/she needs an investigation. Procedure: colectomy.